Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Batch # unk. Batch # r94a5g.

Event description:
It was reported that during an unknown procedure, the clip was deformed when the clip was fed into the jaws. Another device was used to complete the case. It was found that the jaws were slightly distorted when checked the device after the procedure. There were no adverse consequences to the patient.